Manufacturer narrative:
Product analysis the full lead was returned and analyzed. Analysis noted that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the lead was returned with the helix fully retracted and the helix would not be extended due to drive shaft lug stuck behind the retraction stop. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2017.

Event description:
It was reported that the patient's physician suspected lead perforation. The patient complained of shortness of breath and had signs of pericardial effusion. During surgery, the physician was unable to determine which lead caused the perforation. As well, the patient's right ventricular (rv) lead exhibited dislodgement, helix retraction and possible perforation. The patient's right atrial (ra) lead also exhibited signs of dislodgement and perforation. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.